Event description:
(B)(6), lot 250828-297; ext mini clsc 12in rt angl y ef "the part of the extension that goes into the g port of the g-jet is breaking off and it is unable to be removed. When this happens, they are unable to close the port and gastric contents quickly leak out. Ultimately it requires urgent surgical intervention to replace the g-jet. Dad notes that he was able to get the piece out one of the times, but the other two times required placement of a new g-jet." Item discarded by medical providers at time of intervention and unable to return. Writer manages product complaint platform and this is the 4th complaint for this item this year. This is the first time significant medical intervention was required to address the issue but risk of harm and being unable to remove the pieces once broken were present in 2 of the other complaints entered as well.